Event description:
The customer reported that following a ptca/radiology procedure in 2001, a vasoseal es was deployed in both the right and left puncture sites. During deployment in the left site the pt complained of left leg pain and pulses were not palpable. An angiogram was performed a few days later and a femoral occlusion was noted. The pt was taken to the or for surgical exploration of the groin. No further complications were reported.